Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a050501 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for bleeding during an endoscopy procedure performed on (B)(6) 2025. During the procedure, the clip was unable to deploy. The procedure was completed. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for bleeding during an endoscopy procedure performed on (B)(6) 2025. During the procedure, the clip was unable to deploy. The procedure was completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem) has been updated based on the additional information received on july 30, 2025. Block h6 has been updated based on additional information received on july 30, 2025. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a050501 captures the reportable event of clip unable to deploy.